Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin was leaking where the luer lock connects to the adapter. Luer lock connection is secure and not loose. No adverse event reported. Requested return of the alleged device for evaluation.